Event description:
The following two events are related: - patient identifier (B)(6) for maj-2315 distal cover. - patient identifier (B)(6) for tjf-q 190v scope.

Manufacturer narrative:
This report is being submitted to correct the previous reports: additions to b5, d10, h6, h7, h9, h10. Additionally, "3331 - analysis of production records" was inadvertently coded. The lot number is unknown and a review could not be completed. Additional details from the investigation include: - operation confirmation: we confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, we confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test: when design changes, we evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
The serial number was not provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover came off when the device was removed from the patient. It was noted, the cover was found on the floor and there was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable that the detachment of the distal cover that occurred at the facility was caused by the following handling by the user: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. The following information is stated in the instructions for use (IFU): "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.